Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, was alarming no disposable, clamp tubing. Per reporter device also exhibited air in the tubing. Per reporter residual volume was: 10.5, rate 1.7 hr. And 69.2 was given. No adverse patient effects were reported. No additional information is available at this time.

Manufacturer narrative:
Additional contact information: (B)(6).